Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a prostyle device using the pre-close technique via an 8f sheath hole prior to a venous cryoablation interventional procedure. Pre-placement of the first prostyle device was successful. Reportedly, when pre-placing the second prostyle device, the device was stuck. The physician wiggled the device and eventually was successful in removing it. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 16f and the venous cryoablation procedure was completed. Hemostasis was achieved with the pre-placed first and third prostyle sutures. There was no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. Difficulty to remove the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6- health effect - impact code 4604 (delay to treatment/therapy) was removed.